Manufacturer narrative:
Part number #118-65m is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report where it was claimed that the cuff could not be inflated during pt use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.